Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 1.8-2.0cm from the connector pin, consistent with lead friction to the ICD can. The strain relief coil was exposed at this location. External insulation abrasion was noted at 45.5-45.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that during generator change procedure, section of missing insulation from df-1 portion of the lead was observed. Lead was capped during procedure and patient was admitted to hospital until replacement. Later, the lead was explanted and replaced. Patient's condition was stable post-procedure and was discharged following day.